Event description:
It was reported that the patient was implanted the day prior to the date of this report and the patient was sent home ¿right after surgery.¿ then the reporter noted that four hours later, the patient started having respiratory distress. The reporter noted they had reviewed all programming with the health care provider (hcp) in recovery, and that all the programming and all the calculations matched. The pump system was being used to deliver morphine. It was later reported that the hcp was alleging that the catheter specifications were wrong and the catheter was larger than what was stated. The hcp thought the patient had a defective pump and catheter and they were not looking at any other causes for the respiratory failure per the reporter. It was also noted that the morphine was a mixed, generic and compounded medication. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter; product ID neu _unknown_cath, serial # unknown, product type catheter. (B)(4).